Event description:
It was reported that the patient received a (B)(4) transmission with some missing corvue data due to a data algorithm anomaly, which caused the device to recalibrate the diagnostic. The issue was resolved by clearing the device diagnostics. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.